Event description:
Patient a and b samples were tested for hgb and plt on the coulter act 5diff cp analyzer and erroneously low results were obtained. The results were reported out of the lab. Both patients were transfused, but the transfusion was clinically necessary for patient a. Fresh samples were collected from both patients which recovered higher hgb results. (Results not provided). The original specimens were re-tested twice and recovered higher results that were considered correct. Corrected reports were sent out. There was no death associated with this event.

Event description:
Reportedly, a valve was found to have a hair attached to one of the leaflets. No further information has been provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
Evaluation summary: most of the tissue has been cut off. Approximately 4-6mm of tissue remains intact along the attachment. Heavy calcification is detected in the remaining tissue. Host tissue overgrowth is moderate at the stent inflow and minimal at the tissue inflow. It encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm. Host tissue is minimal at the stent outflow. The x-ray demonstrates calcification. X-ray.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 70.6 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis, secondary to calcification.